Event description:
A sheathless balloon pump was placed via left groin access following the completion of carotid endarterectomy. The patient then became unstable, and a determination was made that surgery was too risky. A left ventricular assist device (lvad) was inserted via left groin access following the removal of the sheathless balloon pump. A 6fr non-csi catheter was used, and a viperwire flex tip guide wire was placed in the patient's left anterior dissecting (lad) artery. A stent was then placed proximally. The viperwire was advanced into the circumflex (cfx) artery. Using a diamondback 360 coronary orbital atherectomy device (oad), glideassist was activated to advance proximally. Four to five treatments were performed in the mid cfx on low speed. Imaging was performed periodically and verified outcomes without incident. A treatment was performed from the proximal cfx to the left main (lm) artery on low speed. During the final treatment, the oad was stopped in the lm for removal from the patient. Imaging was performed following the complete removal of the oad which revealed a perforation distal to the proximal area at the ostium of the cfx where the calcium appeared to lessen. Attempts to place a non-csi stent with a non-csi balloon were unsuccessful as it would not advance from the lm to the lower cfx artery. The stent was removed, and another non-csi support wire replaced the viperwire guide wire through a microcatheter. A stent was then placed successfully. Angiography revealed the perforation to not be completely sealed, and a second stent was placed overlapping the first stent. Angiography then revealed the perforation to be 90% sealed. A drug eluding stent was placed from the ostium of the cfx artery to the lm. Additional imaging revealed the perforation was resolved. An echocardiogram was performed and revealed mild to moderate blood in the pericardial sack, entirely in the right atrium. The patient was stable. No drain was placed. The patient's blood pressure dropped, and the patient became unstable. Later, the patient was taken to the catheterization laboratory for placement of a drain for the tamponade. The pericardial drain extracted 250 cc of blood. The patient immediately stabilized, and the patient's blood pressure increased from 60 to 200 mmhg. The following day, the patient was stable, and the lvad was removed. An additional 450 cc of blood were extracted from the pericardial drain. The patient's family decided to withdraw care, and the patient subsequently expired on (B)(6) 2022.

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. In the opinion of the physician, the cause of the patient's death was the perforation caused by the oad and extravasation into the pericardium. Csi ID: (B)(4).